Manufacturer narrative:
This complaint is associated with MFR. Report #: 2031642-2017-00193.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported error codes 1008, 1007, machine and proximal pressure sensors failed. No patient involvement was reported.